Event description:
Leica biosystems received a complaint that "tissue was over processed". Information provided by the laboratory indicates that "most of the tissue was undiagnosable" and the laboratory "was uncertain if patients would have to be re-biopsied, it would be up to the clinician." On 09 february 2017, the leica field support specialist (fss) advised leica biosystems that "final word on the tissue status is one case was not diagnosable. They sent that case to (B)(6) for further testing and (B)(6) was unable to make a diagnosis. At this time, the lab manager did not know what the plan was going forward regarding if a re-biopsy of the patient of is needed. I asked several time about more details, specifically the patient demographics and I never received the information. I believe they were avoiding providing the detailed information." If additional information becomes available a follow up report will be submitted.